Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6)2010 at 10:12:42 the device recorded a critical ram parity error power on reset.

Event description:
It was reported the device had a reset and lost diagnostics. In review of save to disk, the reset happened at the time of a carelink transmission. The device is still in use. No patient complications were reported as a result of this event.